Event description:
Related manufacturer report number: 2017865-2023-18687. Related manufacturer report number: 2017865-2023-18688. Related manufacturer report number: 2017865-2023-18690. It was reported that a patient presented to the hospital with discomfort, heart failure, infection in the pacemaker site, and erosion of pacemaker and leads. The physician elected to explant the pacemaker system. The patient condition was stable.